Event description:
Medtronic received information that approximately 6 years and 4 months following the implant of this transcatheter bioprosthetic valve the subject presented to the emergency department (ed) with complaints for a week of dyspnea associated with orthopnea, chest tightness and lower extremity edema. An intravenous diuretic was provided in the ed with improvement. Highly sensitive troponin measured 251 and 186. A chest x-ray showed cardiomegaly, bilateral hilar vascular congestion and small bilateral pleural effusions. Acute on chronic systolic congestive heart failure was reported. An echocardiogram identified a reduced left ventricular (lv) systolic function, and ejection fraction (ef) of 25% which was decreased from 55%. Subsequently, the subject was admitted to the hospital. Six days later a cardiac catheterization was performed which showed a 50% lesion in the mid left anterior descending (lad) coronary artery, a 50% lesion in the mid right coronary artery (rca), and severe aortic valve stenosis secondary to failure of the bioprosthetic aortic valve. The fluid status was monitored and treated. The subject was discharged to home the day following the catheterization procedure with a prescribed oral daily diuretic and advised to follow up with the transcatheter valve physician to review treatment options. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Should additional reportable information become available, an additional regulatory report will be submitted for the reportable information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the valve was received inside a specimen jar with no solution. Visual evaluation of the valve noted that all leaflets were in a partially closed position with gaps between the free margins. The leaflets had limited mobility. The restricted leaflet movement appeared to be associated with the visible calcification on all leaflets. All leaflets were stiff except where the calcification was noted. Calcification nodules were found on the outflow shoulders of leaflet 1 (l1). Calcification nodules infiltrated the inflow belly of l1. Two incisions were observed down the belly of l1. Calcification nodules were found on the outflow shoulders of leaflet 2 (l2), and larger nodules were noted on the shoulder approaching commissure 2-3. The mid-section of l2 was found excised. Large calcification nodules were noted on the inflow of l2 as well as inferior coaptive areas between l1-l2 and l2-l3. A large calcification nodule was observed on the outflow shoulder of leaflet 3 (l3) approaching commissure 2-3. Calcification nodules were observed on the inferior coaptive area between l2-l3 and encroaching onto the inflow of l3. Commissure 3-1 appeared intact. Commissure 1-2 was thinly covered by off-white pannus and appeared intact. Commissure 2-3 was fully encapsulated by glistening off-white pannus and the condition was not able to be evaluated. Off-white pannus was adhered circumferentially to the outflow frame. Glistening off-white pannus lined the inflow crown, extending into the inner lumen. Remnants of glistening off-white pannus remained attached to the outside of the frame extending to the outflow margin of attachments of all leaflets. An unknown amount of pannus may have been removed during explant. Radiography revealed calcification on all leaflets. Radiography did not reveal frame fractures. Updated data: d9, h2, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 d-6b h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that 6 years and 6 months following the implant of this valve, the patient was readmitted to the hospital. Due to anatomy, the patient was deemed to not be a transcatheter aortic valve replacement (tavr) candidate. A coronary artery bypass graft (CABG) and surgical aortic valve replacement (savr) was performed.

Manufacturer narrative:
Image review: transthoracic echocardiogram (tte) imaging provided from (B)(6) 2024. Suboptimal image quality noted. A reduced ejection fraction (ef) of 25-30% with a good implant depth was identified. A mild pericardial effusion noted. There was the inability to clearly visualize the prosthetic atrioventricular (av) leaflets. The posterior mitral valve leaflet appeared thickened with limited mobility. Mild mitral regurgitation (mr) was noted by color doppler. The av mean gradient measured 17.8 millimeters of mercury (mm hg) and 19.6 mmhg which were within the normal limits. Tte imaging provided from (B)(6) 2024 had suboptimal image quality. The ef was consistent with the previous echo measurement of 25-30%. A mild pericardial effusion was noted. There was inability to clearly visualize the prosthetic av leaflets. The posterior mitral valve leaflet appeared thickened with limited mobility. Mild mr was noted by color doppler. Mild pulmonic insufficiency was noted. The technician measured av mean gradients were 5.8 mmhg and 6.4 mmhg which was within normal limits. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient had a pre-existing history of coronary artery disease (cad) since before the transcatheter bioprosthetic valve was implanted. Per the physician, the elevated cardiac enzymes were likely demand ischemia in setting of congestive heart failure (chf). The computed tomography angiogram (cta) demonstrated aortic root anatomy not amendable for a redo transcatheter aortic valve replacement (tavr). The implanted surgical aortic valve (sav) was a non-medtronic valve. The savr and CABG x1 with left internal mammary artery (lima) to the lad was performed without significant difficulty or evident complication. The subject was discharged to home the eight days following the CABG and savr. It was noted that the aortic stenosis (as) resolved with permanent sequelae and the chf was ongoing.